Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems power supply was received for evaluation. Visual inspection of the returned material revealed damage to the power supply in the form of exposed frayed internal wires from the area where the cable joins the strain relief. Due to the extent of damage to the returned power supply, performance testing was not attempted as a safety precaution to avoid an electrical hazard.